Event description:
An eye care professional reported to french health authority that an unspecified patient experienced a serious corneal abscess, right eye, associated with wear of freshlook colors contact lenses. Lenses had been worn for 1 month and were purchased without prescription from an ophthalmologist. The patient experienced pain in their right eye. No treatment information has been provided. A thinned cornea with reduced visual acuity has been reported. Pre-event & current acuity, resolution/outcome information, nor lot information/complaint: sample have been provided. Requests have been made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible severe corneal abscess/infectious ulcer." As there was no product or lot number provided, no detailed investigation can be performed.